Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr; qc 2: 3.1 inr; qc 3: 3.0 inr. The maximum difference between measurements was 3% for both strip lots tested. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 37839721. Please refer to the medwatch with patient identifier (B)(6) for information on strip lot 38560522. At 8:33 am the meter result using strip lot 37839721 was 4.3 inr. At 8:37 am the meter result using strip lot 38560522 was 3.2 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's warfarin dosage was recently decreased. The customer withheld their warfarin 5 mg dosage for 2 days based on a meter result of 3.9 inr on (B)(6) 2019. The meter's heater plate was visibly soiled. The customer takes a complex multivitamin brand spectravite. The customer was requested to return both strip lots and the meter. Replacement products were sent.